Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported being hospitalized on (B)(6) 2011 with a blood glucose (bg) value of 602 mg/dl; the patient reported that she was unsure of the official diagnosis. The patient reported that she was treated with intravenous insulin. The patient reported that her site was changed the evening of (B)(6) 2011; when the patient woke in the morning, her bg was 400 mg/dl. The patient reported giving a bolus to correct but her bg continued to elevate. The patient reported changing her site every other day; the pump prime history confirmed that the patient was changing her sites and priming appropriately. The patient stated that she did not recall having any site leaking, bleeding, or a bent cannula. The patient confirmed that the delivery history was correct and match with the total daily dose. The patient was unsure of the advanced features as they were programmed by the patient health care provider. Customer support advised the patient that the pump appeared to be delivering as programmed; the elevated bg was likely due to a site issue. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.